Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was evaluated by the authorized third party service provider (asp) where the reported issue of it providing inaccurate fio2 (fraction of inspired oxygen) readings was confirmed. The asp will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing inaccurate fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.